Event description:
It was reported that the sternal saw was not properly working during preventive maintenance. No pt was involved.

Manufacturer narrative:
The customer returned the sternal saw to terumo and it was confirmed that saw was not functioning properly. Preventive maintenance would have prevented the reported failure mode. The saw was repaired by the service department and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.